Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.

Event description:
Customer reported: the tracheal cuff is bloat, there is a protuberance. Customer reported, defect noticed prior to use. No pt involvement. The customer has indicated that no further info can be provided.